Event description:
It was reported to philips that the system was stuck at 00:00 and would not boot-up. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the device onsite and confirmed that the system was not booting. Review of the system logfile showed various software errors and process crash errors. Upon troubleshooting, the fse confirmed that there was software corrupt. To resolve the issue fse reloaded software on host pc and did all relevant configuration setups and adjustments. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.